Manufacturer narrative:
Investigation included customer interview, device history and complaint review, and return-and-evaluate planning. Investigation of this case revealed physical damage to the display assembly consistent with screen breakage and delamination, with functional impairment of the touchscreen. It was concluded that the event was attributable to physical damage to the device¿s screen component, with no user injury and with restoration of therapy via replacement device and backup measures.

Event description:
It was reported that an ilet insulin pump was found with a cracked screen while in the user¿s pocket, after which the touchscreen became nonfunctional; the device was not water resistant after the damage and required replacement. Symptoms included no injury. Outcomes included temporary interruption of normal device use with user transition to backup therapy and synchronization of data to the mobile app.